Manufacturer narrative:
H3: one used device was returned for evaluation. Visual inspection found no physical damage or other anomalies. Functional testing was performed where the cassette was attempted to be filled with 250 ml of water using an ICU medical provided syringe. A leak was observed from the tube area next to the bag inlet. In attempts to better visualize the source of the leak, the tube/bag assembly was cut out of the cassette. Closer inspection of the leak location showed damage on the incoming tube. The deformation on the area showed a straight cut across the tubing the customer complaint of leakage was confirmed due to the damage observed and the probable cause of the damage is unknown.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the chemical solution of the reservoir cassette was leaking. The event occurred before patient use/during priming at facility.